Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter error issue. The reporter stated that when the patient was giving a bolus they had received an error 1 message on the meter remote. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.